Manufacturer narrative:
The head/neck assembly was returned (the stem was not returned). A visual inspection of the assembly showed that the laser lines were aligned properly. A visual examination of the neck showed some shearing of the leading edge of the surface that interfaces with the stem. On the opposite side of the neck, there was some deformation of the flange. An x-ray that showed the parts before they disassociated was reviewed and it appears that the head/neck assembly may not have been fully rotated which would cause the assembly to not be fully locked onto the stem. Associated mdrs for this event: 3025141-2016-00211: neck; 3025141-2016-00212: stem.

Event description:
After implanting arh slide-loc radial head implants, the head/neck assembly partially disassociated from the stem. The head and neck were explanted; the stem remains implanted (with replacement head and neck implants).